Manufacturer narrative:
Per tandem's t:slim user guide: "after fill tubing is complete, when the pump returned to the home screen, an estimate of how much insulin is in the cartridge is displayed in the upper right portion of the screen. You will see one of the following on the screen:" +40 units, +60 units, +120 units, +180 units, +240 units. "After 10 unites are delivered, an actual number of units remaining in the cartridge will be displayed on the home screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's insulin gauge displayed a fill estimate of over 60 units of insulin in the cartridge. Tandem technical support educated the customer as the cartridge was filled with 150 units, and 10 units of insulin had not yet been delivered, the fill estimate was accurate. The customer understood. The customer reported a blood glucose (bg) level of 243 mg/dl, which was addressed with a correction bolus. System check with tandem technical support showed that the pump was performing as intended.